Event description:
Reporter alleged obtaining a result of 38 mg/dl on aviva system 1, strip lot 302374 compared back to back with a result of 109 mg/dl on aviva system 2, strip lot 302612. Testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product, and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1, lot 302374. (B) (4)